Event description:
Weak/torn mesh. During an open ventral hernia repair on apr-2001, while suturing into position, the surgeon noted a 'run' from the middle to the edge in the mesh. Reportedly, tooth forceps were used to handle the mesh. The piece was removed and replaced without any further incident. No patient injury occurred as a result of this event.